Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, 299.8 mcg/day) via an implantable pump for intractable spasticity. Beginning sometime after their first refill in 2015, the patient had been experiencing increased spasticity, weakness, and having hypo ventricular events. The hcp stated that they could not "get the dose up to where it was dosing her and good". The hcp stated that after the pump was implanted, they started to slowly increase the dose and the patient would have hypo ventricular periods where the patient's oxygen saturation would decrease and they would end up in the emergency room (ER) and by hypoxic. The hcp stated that this occurred three to four times, but it wasn¿t in correlation with dose adjustments. The hcp stated that these events were not present before pump implant, but started after implant. The hcp then stated that the patient was "an outlier anyways, she has lots of strange things happening to her". The hcp stated that they tried to titrate the patient up to a dose of 480 mcg/day and has decreased the patient to 299.8 mcg/day because the patient was requesting for the pump to be explanted. The hcp stated that they did a pump study and there were no anomalies with the pump. The hcp stated that "there has not been any significant volume discrepancies at refills".